Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to endocarditis and infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the entries in e: initial reporter tab.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to endocarditis and infection. There were no additional adverse patient effects reported. The rv lead was explanted.